Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported suture break was confirmed as a needle to cuff disengagement/suture retrieval issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other proglide device is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in an unspecified vessel was attempted with a proglide device using the pre-close technique with two proglide devices relative to a coronary interventional procedure. Reportedly, a suture break occurred for both devices. The sheath was upsized to 14f. Manual arterial compression was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.